Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: guide wire: sion, xt-r, runthrough, guide cath: mach1 7fr al1 st. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a diffuse and heavily calcified lesion in the proximal to distal right coronary artery (rca) with moderate tortuosity, heavy calcification and 90% stenosis. After pre-dilatation with a 1.5 x 12 mm mini trek rx balloon, the 2.0 x 15 mm mini trek rx balloon was advanced for further pre-dilatation. However the balloon ruptured at 14 atmospheres (atm) during the third inflation. A non-abbott balloon was used for further pre-dilatation and three xience prime stents were deployed to complete the procedure. There was no resistance noted during the advancement and withdrawal of the device. The device was prepared according to the instructions for use. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.